Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to lead fracture, noise and high pacing lead impedance. The patient condition after the procedure was fine.